Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 349 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had a loose and flush drive support disk noted. Insulin pump received with no button response on bolus button and act button and found moisture damage on dome switches. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).